Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 477 mg/dl. The customer stated that the elevated bg was caused by eating dinner out and waiting to arrive at home to change the supplies on the pump and was not due to the pump. Tandem technical support assisted the customer with changing the supplies on the pump. A bolus was delivered via the pump to address the bg level.